Event description:
Cautery alarm sounded. Cautery forceps not working. Ground plate checked. Burn noted at area of skin adhesive contact (plate off skin except for that one corner). Cautery set-up removed from service; sent to bio-med for assessment.